Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not triggering prior to a procedure. The procedure was not initiated. There was no patient impact.

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The illuminator printed circuit board (pcb) controller and a lamp were replaced. The laser was re-aligned. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was re-aligned. The laser was manufactured on november 11, 1997. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).